Event description:
A pk papyrus covered stent system was used during a perforation-complicated coronary angioplasty procedure in the proximal-to-mid rca with the need for hemostasis via covered stent implantation. The covered stent was unsuccessfully deployed to the perforation site because it could not track beyond the proximal rca. During the advancement of the device, decrimping/detachment of the covered stent from the balloon occurred inside the guiding catheter, requiring the removal of the guiding catheter with the stent inside. A new guiding catheter and a another covered stent were used, resulting in a successful stent implantation and sealing of perforation.

Manufacturer narrative:
On 09-sep-2024: additional information: stent intended to treat a moderately to severely calcified lesion (90 percent stenosis degree, 2.5 mm reference vessel diameter, 30 mm lesion length) in a mildly tortuous segment of the mid rca by atherectomy during which a perforation (ellis type iii) occurred. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.